Manufacturer narrative:
During investigation for unrelated allegations, there were 7 additional battery compartment failures revealed.

Event description:
There were no initial allegations of battery compartment damage to a 2020 animas insulin pump during the first quarter of 2016.

Manufacturer narrative:
Follow up #1 06/16/2016 during investigation for unrelated allegations, there were 7 additional battery compartment failures revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
There were no initial allegations of battery compartment damage to a 2020 animas insulin pump during the first quarter of 2016.